Event description:
It was reported when a patient presented in the or for generator changout due to eri, fluoroscopy revealed externalized conductors. No electrical anomalies were detected. A defibrillation test was successfully performed. The physician elected to continue to monitor the lead with routine follow up. The patient condition is stable.